Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). The device has been previously sent into service for the reported condition of depleted battery. (B)(4).

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The reported condition depleted battery was confirmed due to depleted batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a depleted battery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. This involved an unremediated infusion pump with user interface module master software version 5.04.00. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.